Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported having an implantable neurostimulator (ins) issue since "like (B)(6) 2016". The patient had an ins revision surgery on (B)(6) 2017. The ins was repositioned closer to the patient¿s collar bone/muscle wall instead of their arm pit because it had a torn outer edge and was lifting up in the patient¿s skin. The patient tried compression and rest so that it would scar back in, but ultimately did the surgery because that did not work. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 additional information was received from a consumer regarding a patient. The additional information reported that the ins had flipped, and was reoriented correctly during the revision.